Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplant on (B)(6) 2020. It was reported the outcome was device and/or therapy related. Additional information was requested but not provided. The device was explanted. The device would not be returned for evaluation.